Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. However, due to insufficient information and part returns, the engineering team was unable to determine the root cause of this failure. The trigger cable was adjusted and the locking pin was lubricated to resolve the issue. Actions are underway to ensure the necessary information and parts are received to further investigate if this issue does recur.

Event description:
The customer reported an incident where the swivel mechanism of their affiniti ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.

Manufacturer narrative:
The philips field service engineer performed a system inspection and determined that the device would not lock when rotated. The service engineer adjusted the cables and cleaned and lubricated the solenoid that was locked by debris to correct the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
The customer reported an incident where the swivel mechanism of their affiniti ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.